Manufacturer narrative:
(B)(4). The returned advanix pancreatic stent was analyzed, the stent od was measured and the result was within specification, however; a visual evaluation noted that the pigtail section of the stent had a kink. The visual assessment of the returned device found a kink/bent in the pigtail of the stent. As per complaint information the issue occurred during the procedure, and the patient presented with a tight stricture. It is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Patient anatomy and customer maneuvering during the use of the device can lead to the observed stent pigtail kink generating the reported complaint of difficult to advance in the anatomy issue. Based on the information available and the analysis performed, the investigation conclusion code for the encountered damages will be documented as adverse event related to patient condition since an existing condition or disease was demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease-related adverse event. Therefore the most probable root cause for this event is adverse event related to patient condition. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde biliary drainage procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the stent could not pass through the stricture site. The procedure was successfully completed with another of a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the pancreatic stent was kinked therefore this event has been deemed an MDR reportable event.